Event description:
Additional information received reported the patient had a lead revision on (B)(6), 2012. All of the patient's leads were revised and it was noted she was doing 'very well now.' The patient had 'good coverage of her painful area' and was using her stimulator again to help manage her pain.

Event description:
It was reported that the patient experienced intermittent stimulation. There was no known accident or incident related to the start of the intermittent stimulation, but the patient has had falls in the past. The company representative was going to perform a "lead connection check" when he met with the patient. Follow-up information was received that reported that five of eight of the electrodes on the patient's lead had impedances of >10000 ohms. Reprogramming around the affected leads did not give the patient adequate therapy. The patient was to undergo a lead revision, but no appointment had been set. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), lot# v666123, implanted: 2011 (B)(6), explanted: na, product type: lead, product ID (B)(4), lot# v592582, implanted: 2011 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), product type: recharger, product ID (B)(4), serial# (B)(4), product type: programmer patient, product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: na, product type: extension. (B)(4).